Manufacturer narrative:
Arrhythmia, cardiac tamponade/ ppae: the cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A forty-nine-year-old male patient with a history of type 2 diabetes mellitus, coronary artery disease, ventricular tachycardia, ventricular fibrillation, and renal insufficiency received an impella 5.5 device for management of acute myocardial infarction cardiogenic shock. The patient presented in stage d of the society for cardiovascular angiography and interventions shock classification and was supported with an intra-aortic balloon pump, mechanical ventilation, and two inotropic medications before device implantation. After impella support was initiated, the patient demonstrated hemodynamic improvement with reduced need for inotropic therapy. Prior to implantation, the patient experienced recurrent ventricular tachycardia and ventricular fibrillation with multiple shocks delivered by the automated implantable cardioverter defibrillator. On the tenth day of support, the device again delivered a shock to terminate arrhythmia, and the electrophysiology team recommended ventricular tachycardia ablation. On the nineteenth day of support, during attempted ablation in the electrophysiology laboratory, the electrophysiology physician caused cardiac perforation with a wire, resulting in significant pericardial effusion requiring surgical intervention and subsequent transfer to the cardiovascular operating room for a pericardial window; the ablation was not performed. While not related to the impella device, the effusion will be conservatively coded to the impella device as the required continuous anticoagulation might have aggravated the bleeding. After thirty-nine days of impella support, the patient demonstrated native heart recovery, and the device was successfully weaned and explanted.